Event description:
Through implant patient registry it was reported that a 25mm 2700tfx valve in the aortic position, was explanted after an implant duration of seven (7) years, three (3) months due to endocarditis (aggregatibacter actinomycetemcomitans). The explanted valve was replaced with a 25mm 11060a valved conduit. Per medical records, the patient presented with chest pain, fever, chills, and elevated makers of infection due to valve and graft infection. The patient was treated with antibiotics. Preoperative workup also shows pseudoaneurysm on the distal ascending aorta. The patient underwent redo-avr with root and hemiarch replacement using 25mm 11060a valved conduit, pulmonary artery patch repair, and left femoral repair. Intraoperatively, the prosthetic av had minimal degeneration with some tissue on leaflets, suggestive of infection. Post tee showed no paravalvular leak. Patient was transferred to the ICU and was discharged on pod#13.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was reported that a 25mm 2700tfx valve in the aortic position, was explanted after an implant duration of 7 years, 3 months due to unknown reason. The explanted valve was replaced with a 25mm 11060a valved conduit.